Event description:
An 11mm amplatzer septal occluder (aso) was successfully implanted on (B)(6) 2012. On (B)(6) 2012 during a follow-up visit, the aso was noted to have embolized to the left ventricle, close to the aortic valve. The aso was surgically removed two days later.

Manufacturer narrative:
The amplatzer septal occluder was returned to sjm with biological material affixed. The device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Due to the affixed biological material, the device was unable to be tested functionally. The device was returned within specifications. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.